Event description:
Pt states that she dropped one of her pumps in water (sn (B)(4), mnt due 10/25/2019) and that it is no longer working. Pt states that it alarms "high pressure" despite no issues with tubing or IV line. Replacing pump. Pt also states that she woke up last night with nausea / vomiting. Pt states that she has diarrhea but that is an ongoing issue. Pt states that the side effects are tolerable. No further info provided. Did the reported product fault occur while in use with a pt? No; did the product issue cause or contribute to the pt or clinical injury? No. Is the actual device available to be returned for investigation? Yes. Did we replace device? Yes. Reported to (B)(6) by pt/caregiver.